Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The reporter alleged that the pump had not been delivering any insulin to the patient due to an e-7 error message. At approximately 9:00pm, the patient received a blood glucose value of 22.4 mmol/l on a non-roche blood glucose monitor. The patient experienced nausea and "her body felt warm". Patient arrived at the hospital at 9:40pm, and at 10:00pm the patient's blood glucose level was 27.5 mmol/l. Upon arrival at the hospital the patient was vomiting, her skin had a greenish hue, and her urine was also green. The hospital treated the patient with an insulin drip and IV fluids for dehydration. The patient was admitted to the hospital on (B)(6) 2016 and the reporter advised patient was still currently in hospital with ketones of 3.9. It is hoped that patient will be discharged later today once her ketones have reduced.

Manufacturer narrative:
The confirmed malfunction of the buzzer does not impact insulin delivery. The functionality of the pump was tested on a diagnostic test system and the test results showed that the delivery accuracy of the insulin pump was successfully tested. Three m24 occlusion alerts were shown in the device history on the event day. The customer confirmed the alerts but did not change the infusion set. The occlusion was therefore not solved correctly.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.